Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a recurring no delivery alarm during bolus. The customer's blood glucose was 400 mg/dl at the time of the incident. Customer also reported getting issues with the infusion set. Customer completed troubleshooting for no delivery alarm, insulin exited and alarmed no delivery. Customer declined troubleshooting for the high readings. The insulin pump will not be returned for analysis.